Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not giving him insulin. Customer had his insulin pump exchange due to this before, they stated that the insulin pump did not give him and halves his micro doses in auto mode so he did not get enough insulin in the micro doses. No harm requiring medical intervention was reported. The device will be returned for analysis.